Event description:
It was reported to boston scientific corporation on february 21, 2006, that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2005 (patient age, gender and weight are unknown). According to the complainant, the opaque coating on the guidewire tip remained in the pancreatic duct of the patient after removal of the device.

Manufacturer narrative:
The suspect device is not available for return. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.